Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a radio frequency ablation procedure using the venclose catheter. During the procedure, the plastic sleeve at catheter base detached and shifted along the catheter with the white stopper. The procedure was completed using another catheter. There was no reported patient injury.